Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for low blood glucose three times. Customer's blood glucose was unknown. Customer was wearing the device at time of hospitalization. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered the indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. The stop current and run current measurement tests are within specification. The insulin pump also passed off no power alarm test. Unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unable to verify if the units remaining in the status screen matches the test reservoir volume due to prime/fill anomaly. The motor was tested outside of the device and passed. The pump had minor scratched display window, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip.